Manufacturer narrative:
(B)(4). The device was received and an evaluation has been completed. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. A short simulated therapy was successfully performed. A service history review revealed no issues that could have caused or contributed to the reported event. Internal and external inspections were performed with no issues were noted. The reported problem was identified during the event history log review as multiple check patient line alarms. Upon conclusion of the investigation, the cause of the alarm could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified alarm occurred during use on the homechoice. No patient injury or medical intervention was reported as a result of this event. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). Should additional relevant information become available, a follow-up report will be submitted.